Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2 and h11. Complaint conclusion: it was reported, that during an endovascular embolization, an enterprise2 4mmx23mm no tip intracranial stent (enc402300, lot unknown) became detached in the hub of prowler select plus microcatheter (mc). Another enterprise 16 was used to reconstruct the vessel. There was no patient injury reported. The device was not returned; therefore, no further investigation can be performed. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported, that during an endovascular embolization, an enterprise2 4mmx23mm no tip intracranial stent (enc402300, lot unknown) became detached in the hub of prowler select plus microcatheter (mc). Another enterprise 16 was used to reconstruct the vessel. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section e1: initial reporter phone: (B)(6). Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref#: (B)(4). The device was not returned; therefore, no further investigation can be performed. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.